Manufacturer narrative:
Product analysis as found condition: the concerto device was returned within a shipping box, within a sealed plastic biohazard pouch, within a tied-up pouch, within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: the proximal pusher was found not within the black guidewire clip (figure c). The proximal concerto pusher was found kinked and broken. The concerto implant coil was found already detached (figure d). The implant coil was found undamaged. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ could not be ruled out. The pusher was found kinked/broken. It is possible the damages occurred during production, during transportation, or upon opening the package and attempting to remove the product or after removing it from the package. There is an indication that the event is related to a manufacturing issue, therefore, a DHR review will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the coil concerto helix 3mm x 8cm device was found to be kinked while opening. There was no patient involved. Additional information was received. There was no damage or evidence of tampering to the device packaging. The proximal end of the pushwire was secured in the guidewire clip (black rubber stopper) when the package was opened.